Manufacturer narrative:
The device was received for evaluation. The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for downstream occlusion testing and it passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test twice at 27. 50 and 26. 07 psi (pounds per square inch) during testing in the biomed service department. There was no patient involvement. No additional information is available.